Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
The jaw broke inside the abdominal cavity of the patient. Doctor took off the jaw from the cavity. Procedure: gyn.

Manufacturer narrative:
(B)(4). Additional information obtained. An image was reviewed and no batch information was provided specific to the image. The image provided by the customer is what appears to be an nseal device where the jaw has detached from the instrument. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. No conclusion could be reached as to the exact root cause of the issue.